Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, it was reported that the patient's endocrinologist wanted her infusion device replaced because he did not feel it was administering the correct amount of insulin. He came to that conclusion after changing the patient's basal rates and seeing no change in her blood glucose levels. The patient had experienced elevated blood glucose levels on several occasions and had been admitted to the hospital with hyperglycemia and positive keytone bodies. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.